Manufacturer narrative:
Product evaluation: service and repair could not verify customers complaint of excessive heat due to the handpiece would not run; the motor was seized. Replaced the seals, bearings, motor and cable. The handpiece was repaired, cleaned, tested and passed to manufacturing specifications.

Event description:
It was reported that the device was not turning and heating up. There was no reported patient impact.